Event description:
It was reported that the patient experienced fatigue and presented to the clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. After a device software download, normal function resumed.